Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer's blood glucose was 54 mg/dl which was addressed by consuming carbohydrates. Cause of low blood glucose was due to customer delivering a bolus in anticipation of eating, but fell asleep and did not eat.